Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation, although it has been requested to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. Review of the provided image is consistent with the report a jaw of the instrument broke off. Root cause of the failure mode cannot be confirmed without the returned device. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on(B)(6) 2022 on system sk4532. This is a single use instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a jaw of the harmonic ace instrument broke and fell inside the patient. It was immediately retrieved with an endoscopic instrument. The surgeon visually checked and there were no other fragments. The instrument was replaced with a backup instrument to complete the procedure. There was a delay of about five minutes. Additionally, the instrument was difficult to remove from the system arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the instrument was inspected prior to use and there was no damage. The instrument was in use for 20 minutes prior to the issue and the surgeon did not notice any issues with instrument functionality. The surgeon was dissecting myoma when the fragment fell. The instrument did not collide with any other instruments or hard material. The instrument was not removed prior to the breakage. The fragment was retrieved with a laparoscopic instrument. It was confirmed with a camera that all fragments were retrieved. No additional surgical procedure was required to remove the fragment and no post-operative tests were performed to check for remaining fragments. The surgeon believes the issue was due to instrument problems or manufacturer error. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. A picture of the instrument was provided. The patient was (B)(6), date of birth (B)(6), female, (B)(6). The relevant tests and patient history were not available due to hospital policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.227¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.